Event description:
Allergan aesthetics received a report of a patient treated the mid abdomen on (B)(6) 2021 and (B)(6) 2023 with coolsculpting cooladvantage coolcore and coolsculpting elite curve 150 has developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Clarification to g3 aware date of initial medwatch submission: the reported aware date 8/28/2023 is correct. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 10/31/2023. Corrected data: b3.

Event description:
Allergan aesthetics received a report of a patient treated the mid abdomen on (B)(6) 2021 and (B)(6) 2023 with coolsculpting cooladvantage coolcore and coolsculpting elite curve 150 has developed paradoxical hyperplasia (ph).

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated the mid abdomen on (B)(6) 2021 and (B)(6) 2023 with coolsculpting cooladvantage coolcore and coolsculpting elite curve 150 has developed paradoxical hyperplasia (pah/ph).